Event description:
This event was reported as leaflet disruption and regurgitation. No further info provided.

Manufacturer narrative:
H3: examination of the valve in co's laboratory revealed calcification throughout each cusp, especially concentrated at each attachment site, which resulted in stenosis of the effective orifice area, multiple disruptions and incomplete coaptation host tissue overgrowth encroached onto each cusp, contributing to stenosis of the valve. X-ray analysis revealed calcification within the aortic wall and belly of each cusp. Additionally, calcification was noted in the free margin of the right and left-coronary cusps. Stent distortion was noted which appeared artifactual of explant. The primary cause for dysfunction of this valve was due to calcification. These findings would account for the symptoms noted clinically. H6: 86 = x-ray analysis